Event description:
It was reported that the bd alaris pump module smartsite infusion set had a bulge / balloon in silicone segment / pump segment. The following information was provided by the initial reporter: product: clear IV infusion administration set. Supplier: (B)(4). Complaint: "did not work as intended." Description: patient readmitted to ICU post met call on ward. Requiring blood products, vasopressor therapy and albumin administration. Albumin was commenced at 09:21hrs, infusion pump alarming with occlusion on patient side (patient bending arm), previous to this was alarming with occlusion on fluid side. Further air (with airway needle) inserted into albumin bottle to allow for better fluid flow. Final alarm was patient side occluded, vac container empty. Bedside nurse opened alaris pump to find the infusion set had ballooned out, see pictures. Was also unable to disconnect IV line from PICC as end of IV-line broke off within the PICC connector - see pictures. Action: changed infusion sets but with the line breaking in the PICC line which has limited out access to a critically unwell patient. Additional information received from customer: please confirm how the fault was identified? When the pump was continuously alarming the infusion set was taken out of the pumps where they discovered the fault. Please confirm how long into the infusion did the event occur? Approx. 5 minutes please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Infusion pump set up = pump with no other extensions or accessories. Height of infusion line = approx. 40cm above the infusion pump. Entry point to patient = right acf by a PICC line. Infusion rate: albumin 1000ml over 30 mins. Infusion pressure - unknown. Please provide details of the *type, size, and manufacturer of fluid container in use? (I.e, is it a collapsible bag, a semi rigid plastic container or a glass bottle) albumin was a glass bottle with an airway needle for pressure regulation, alburex 5 au if using a semi-rigid container or glass bottle, please confirm if the drip chamber air inlet vent was open or closed? (If open, when during the priming sequence was it opened?) Air inlet was open along with an airway needle please confirm the make and model of the connecting product(s) to the male luer? 5fr triple lumen PICC line from bard. Please confirm if the line was clamped at any point downstream of the pumping segment? No. Please confirm what substance was being infused during the time of the event? Albumin please confirm if the sample has been disinfected, if so when and with what substance? No. But no blood present was there any patient harm? No. Was there an under infusion? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.